Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an omnifit liner was reported. The event was confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient complained of hip pain. During left hip revision - doctor took an x-ray of the patient and noticed wear on the poly.

Event description:
It was reported that patient complained of hip pain. During left hip revision - doctor took an x-ray of the patient and noticed wear on the poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.